Event description:
The customer states that hemoglobin and platelet results generated by the cell-dyn 1800 analyzer are higher than expected and are being questioned by physicians. The customer provided only one example of a platelet result of 30 k/ul generated on the cell-dyn platform. This same sample generated a platelet result of 6 k/ul at a reference laboratory (methodology not provided). Controls have been reading close to their means. The customer noted that the syringes on the cell-dyn 1800 analyzer were not moving smoothly. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Cd 18 plus disk ln: 9h71-01 lot: 9306. Cd 18 cnf hgb lys ln: 7h84-01 lot: 73069i2. An evaluation is in process. A follow up MDR will be submitted when the evaluation is completed. Other text : an investigation is in process